Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer was informed of the recall of architect ca 19-9xr reagent lot 08852m500. The customer had run approximately 60 patient samples using this reagent lot. Individual patient data were not provided. There was no adverse impact to patient management reported.